Manufacturer narrative:
Additional information for section b5 - describe event or problem: the sid (B)(6) are from the same patient and not from 2 different patients. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Data and information provided by the customer confirms the complaint issue. Review of tracking and trending for the architect hbsag assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73471fz00. A device history record review did not identify any non-conformance, potential non-conformances or deviations associated with the complaint lot number and complaint issue. In-house clinical sensitivity testing was performed using a retained kit of the lot73471fz01. All specifications were met indicating that the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect hbsag reagent lot 73471fz00 was identified.

Event description:
The customer observed false nonreactive results in serum samples and week reactive results in plasma samples for architect hbsag for two patients. Results were not reported to the medical provider. The following data was provided. (The customer uses reference range: > 0.05 iu/ml = reactive). (B)(6) 2025, sid (B)(6): initial result with the serum sample = 0.05 iu/ml (reactive), repeat results with the plasma sample =0.09 iu/ml (reactive),0.07 iu/ml (reactive), 0.08 iu/ml (reactive), repeat results with the serum sample 0.00 iu/ml (nonreactive), iu/ml s/co (nonreactive), confirmatory results 0.48 s/co, 0.70 s/co, neutralization rate = (B)(4) (positive), 1.04 s/co (reactive) (B)(6) 2025, sid (B)(6): initial result with serum sample = 0 iu/ml (nonreactive), confirmatory results 0.47 s/co, & 1.04 s/co, (reactive), neutralization rate = (B)(4), 0.70 s/co (repeatedly reactive, not confirmed). There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a1 - patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product list number 6c36, that has a similar product distributed in the us list number 4p53.

Event description:
The customer observed false nonreactive results in serum samples and week reactive results in plasma samples for architect hbsag for two patients. Results were not reported to the medical provider. The following data was provided. (The customer uses reference range: > 0.05 iu/ml = reactive). On (B)(6) 2025, sid (B)(6): initial result with the serum sample = 0.05 iu/ml (reactive), repeat results with the plasma sample =0.09 iu/ml (reactive),0.07 iu/ml (reactive), 0.08 iu/ml (reactive), repeat results with the serum sample 0.00 iu/ml (nonreactive), iu/ml s/co (nonreactive), confirmatory results 0.48 s/co, 0.70 s/co, neutralization rate = 125.688% (positive), 1.04 s/co (reactive) on (B)(6) 2025, sid (B)(6): initial result with serum sample = 0 iu/ml (nonreactive), confirmatory results 0.47 s/co, & 1.04 s/co, (reactive), neutralization rate = 193.658%, 0.70 s/co (repeatedly reactive, not confirmed). There was no reported impact to patient management.